Event description:
The week of 10/08/06 there were problems identified by the nursing staff but not specific with regard to ivpb's infusiong rapidly. On 10/15/06 a kcl ivpb was found infusing wide open. The nurse said she had probrammed the kcl to infuse via piggyback in the pump and when she unclamped the secondary tubing, to infuse, it appeared that the kcl was infusing into the primary bag instead of into the pt at wide open fluid flow. Even with the appropriate positioning of the ivpb bag, mainline bag, and priming of the mainline tubing the ivpb's are emptying at a much faster rate than programmed into the main IV bag. For example, an ivpb was programmed to infuse over an hour. In less than 30 minutes the ivpb bag was empty. In 2 0f the cases -one in ICU and one in telemetry- the rns believed that the ivpb flowed into the mainline bag. On tuesday, october 31, we were able to replicate the incident while discussing in an intensive analysis. We then removed all of the primary tubing in the hosp and replaced the faulty tubing with buretrol tubing that has a valve so no air would be allowed in the mainline and the ivpb could be infused without error. The use of the tubing us 3140 and us 3130 allows the back-valve in the tubing to stick when a secondary line is placed with an ivpb. Once the secondary tubing is attached and the clamp is opened the solution backfills into the main IV bag. B.braun also replicated this error per their statements: when an ivpb was not placed above the mainline it would infuse into the mainline bag and also when air was injected into the line, that allowed the back-valve to remain open which they determined to be a priming issue. We opposed that the only reason for the error was priming the line because we were able to prime the line according to requirements and still replicaye the incident leaving us to believe it was a faulty back-valve. B.braun had then reported they recently made a chnage in the way the tubing was manufactured that placed the back-value in a different area of the tubing that we were using. B braun's solution was to pull all the present tubing from our hospital and replace with the old tubing that had not had any changes to the back-valve placement. They have since ordered the old tubing to be remanufactured, available on 11/10/06 and have pulled all the other tubing. A safety alert was issued by hosp for other sister hospitals using this type of tubing on 11/6/06.